Event description:
A therapeutic CT scan-guided needle biopsy was being performed on a spinal lesion. It was reported an asap biopsy system introducer needle broke in half upon a third pass attempt to obtain a core specimen. Surgery was required for removal of the remaining portion.